Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being service outside of a procedure. It was reported that the tip of the driver was found to be broken off. It was noted that the issue was discovered pre-operatively. Medtronic received information that the issue was not discovered during the initial use of the instrument.